Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to post pace t-wave oversensing were observed. Available information noted that the patient was doing fine.